Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results for 2 patient samples tested on the architect c4000 analyzer. No adverse impact to patient management was reported. Sid (B)(6): sodium initial 120 mmol/l, repeat 134 mmol/l, chloride initial 96 mmol/l, repeat 105 mmol/l, calcium initial 7.1 mg/dl, repeat 9.9 mg/dl, co2 initial 17.09 mmol/l, repeat 14.7 mmol/l. Sid (B)(6): sodium initial 113 mmol/l, repeat 138 and 137 mmol/l, calcium initial 6.2 mg/dl, repeat 8.75 mg/dl, co2 initial 29 mmol/l, repeat 21 mmol/l.

Manufacturer narrative:
During troubleshooting of the architect c4000, sn (B)(6), the field service representative (fsr) determined the peristaltic head tubing (rohs) was the likely cause for the erratic results and required replacement. Manufacturing documentation was reviewed and contained adequate information on troubleshooting and maintenance concerning erratic/ discrepant results, and adequate information on troubleshooting issues and replacement of the peristaltic head tubing (rohs). Tracking and trending did not identify any trends for the architect c4000; the c4000 erratic result rate is within acceptable limits. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 analyzer.